Manufacturer narrative:
Evaluation summary: x-ray photo was provided pre fracture of the femoral stem. This x-ray shows that the femur had poor bone quality. The fracture was described as to have been a fatigue fracture due to minimal proximal support. Although not proven, x-ray shows that the stem may have fractured just below the proximal body due to the femur having what appears to be a fracture just below the lesser trochanter and what appears to be missing bone on the opposing side of the femur. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: the device history records for the implants were reviewed and found to be conforming to manufacturing, inspection, and packaging specifications.

Event description:
It is reported that the pt was revised due to femoral stem breaking.